Event description:
Boston scientific crm received information that approximately 1.5 months post implant, the patient with this device presented with infection. No allegations against the bsc product as a causative factor.

Manufacturer narrative:
During intervention, the physician elected to reposition the device. This device remains implanted and in service. If new details are received, this event will be reopened and updated.